Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 3 of 3 mdrs filed for the same event (reference 1822565-2017-00082 / 00084).

Event description:
It was reported that the tibial articulating surface provisional fractured during surgery. Another instrument was used to complete the procedure.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned tibial articular surface provisional (tasp) exhibits signs of repeated use and has a post feature fractured off. Device history record was reviewed and no discrepancies relevant to the reported event were found. Tasp top components and standard tasp bottom components have been modified to prevent fracture. The fractured tasp components in this complaint were manufactured before the design modification. Reported information states that the surgeon was using a hammer to impact the tasp into a tight knee. The persona surgical technique instructs to apply gentle manual pressure without impacting the tasp construct with either a mallet or hand. The root cause is considered to be misuse due to surgical technique used. A summary of the investigation will be sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: